Event description:
Thirty-week infant placed on radiant warmer table. Lamps positioned 19 inches from infant. After eight minutes, infant noticed to have first-degree burns on left chest, abdomen, and left arm and left leginvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: invalid data, device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by biomedical engineering dept. Staff, inserviced by other facility staff. The device was not destroyed/disposed of.